Manufacturer narrative:
Getinge USA sales, llc (importer) is submitting this report on behalf of the legal manufacturer of the device maquet gmbh, kehler strasse 31, rastatt, germany 76437. Exemption # e2018004. Getinge USA sales, llc, 45 barbour pond drive, wayne, nj 07470. Contact person: (B)(4). The table hasn't been supported by maquet since 2015. Observations: the sticker on the table reads as if another company has been servicing this table. The hydraulic fluid was very low. Lower than the minimum required to operate the table. Hardware is missing from the table. Screws and plastic rivets. Incorrect power cord is being used with the table. The column covers have gaps exposing the inside of the table to fluid penetration/contamination. The low level of hydraulic fluid can have an impact on the functionality of the table and can cause unintended movements. With the information from the investigation we assume that not correct or missing maintenance work may have caused the reported issue. After the investigation no repair was performed by the getinge-maquet service technician. The customer was asked about the patient status and about the reported injury but refused to provide this information. Getinge-maquet provides product failure investigation, analysis and resolution for the device described in this report.

Event description:
The customer reported that the or table column collapsed during surgery and the patient fell from the table. The patient was injured. (B)(4).